Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Specimen with large gallstone was in bag and was being exteriorized. String portion of bag broke. The surgeon tried to grasp the bag and it began to stretch and broke. Specimen did fall out of the bag. Does not believe that the bag fragmented. Additional information was received via email on (B)(6) 2018 from account manager (B)(6) was part of a trial. They have since decided to stop the trial because of the breakages. Additional information was received via email on (B)(6) 2018 from account manager: you mentioned on the phone that the reason the product was not available for return is that it had been discarded because the customer was not aware that they needed to keep the product, but are now aware to keep any future products to be returned. Is that correct? "Yes." You also mention below that the account stopped the trial due to the breakages. Were the breakages you reference the two events that you reported last week ((B)(6) 2018 and (B)(6) 2018)? "Yes." Are there any additional events that occurred that still need to be reported? "No." After the bag broke and the specimen fell out of the bag, what occurred next? "Opened new bag." Did they open a new bag to retrieve the specimen? "Yes." How did they retrieve the broken bag? "Pulled it out. Did not fragment." How was the case completed? "Laparoscopically" type of intervention: opened new bag to retrieve the specimen. To retrieve broken bag, "pulled it out. Did not fragment". Case completed "laparoscopically." Patient status: no patient injury.